Manufacturer narrative:
Note: this complete report replaces a previously submitted report, via MFR# 3030677-2015-01511 (submitted 30-jul-2015) which was reported using an incorrect FDA reg#. Date of event: date: (B)(6) 2015. Date rcvd by MFR: 12/16/2015. The sensor pcba was tested and no failures were identified. The reported complaint of unit went auto cycling was not duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Due to a reported auto cycling of the ventilator which may affect ventilation of the patient.